Event description:
In 2001 bil aug with mentor saline mammary implants. In 2008 pe noted to have deflated right breast implant. About 2 months later, pt underwent bil capsulectomy and implant removal. Right implant completely deflated. Left implant intact-no deflation. Pt was augmented with mentor gel implant 425cc right and 450cc left.